Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose and also had blank display. The customer¿s blood glucose level was over 400 mg/dl. The customer stated that the screen was completely blank and was unable to rewind. The customer stated that the pump alarmed after battery change and the pump was alarming at time of call troubleshooting was performed and assisted with clearing alarm. The customer was advised to monitor pump. The insulin pump will not be returned for analysis.